Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The information received from the affiliate states that during the attempted angioplasty of the right superficial artery (sfa) it was noticed that there was leak at the distal part of the balloon, when a small amount of pressure was applied with a 10ml syringe. The information states the patient was a female. The vessel was described as heavily calcified. The size of the vessel was 7mm. The physician accessed the patient using an antegrade approach and inserted an avanti 5fr. Sheath. There was no difficulty accessing the lesion with a guidewire. After proper inspection of the balloon catheter (powerflex p3 4.0x 80mm) it was advanced to the lesion, but crossing the lesion with the balloon was unsuccessful. The balloon was removed and pre-dilatation with a savvy balloon, was successfully performed. After reintroduction of the powerflex p3, he was able to cross the lesion but, when he inflated the balloon with a 10ml syringe, a leakage was noticed. Subsequently, the balloon was removed and another p3 balloon was used to complete the procedure. There was no reported injury to the patient.